Event description:
It was reported that this implantable pacemaker device was implanted for nine months and subsequently explanted and replaced with the same model. No additional adverse patient effects were reported.